Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out specification. Evaluation confirmed that the 0 and 1 buttons on the keypad were not working. The cause was determined to be a failing keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the 0 and 1 buttons on the keypad of the spectrum pump were not working. There was no known patient injury or medical intervention associated with this event. No additional information is available.